Manufacturer narrative:
Patient demographics were unable to be obtained. After more than three attempts, it was confirmed that no further information is available regarding this case, and the data logs could not be provided due to covid restrictions at the hospital. The customer would not return the device as they preferred to solve the issue themselves. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Tissue oximetry measurements should correlate with the patient clinical manifestations and other primary parameters such as blood pressure and cardiac output. If not, the clinician will start the troubleshooting process. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event

Manufacturer narrative:
The device was not returned for evaluation as customer prefers to solve the issue in hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on engineering evaluation, the alleged inaccurate hemodynamic parameters could not be confirmed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this foresight elite monitor, an 8-10% discrepancy between left and right sensor was noticed when ongoing onto a cardiopulmonary bypass. There was no allegation of patient injury. The device was not available for evaluation as customer prefers to solve the issue in hospital.